Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported superficial damage to the external portion of the patient¿s driveline could not be conclusively determined. The reported damage could not be confirmed through this evaluation, as no photos were submitted and no product was returned for evaluation. It was reported that rescue tape was applied to the patient¿s driveline on (B)(6) 2020, due to wear and tear on the external portion of the driveline. No alarms were reported for this event. The patient experienced further superficial damage to the driveline on (B)(6) 2020 as well. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). The hmii lvas instructions for use (IFU) and hmii lvas patient handbook contain information regarding driveline care. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11may2016. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that rescue tape was applied to the driveline on (B)(6) 2020 due to wear and tear on the external portion of the driveline.